Manufacturer narrative:
Date of event is estimated. A patient experienced discomfort at the ipg site was reported to abbott. The ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the ipg position was causing pain. In turn, the ipg was explanted and replaced to address the issue.